Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for an unreported indication. During hospitalization, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. The patient began treatment with fortaz (dose, frequency and route unknown). The patient was discharged from the hospital after one week. The patient was recovering from this peritonitis event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13d16086, h13f05068, h13h16038, and h13i04032 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.